Event description:
A zoll pt service rep (psr) called zoll customer support to report that during the initial fitting of a (B)(6) male pt, the monitor displayed red x's on all ecgs and therapy electrode pads. The pt was fit with a replacement monitor. The psr was issued a replacement monitor.

Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4) has been completed. The reported problem (equipment problem during initial setup - red x's on electrodes and te pads) has been confirmed. As rec'd, the electrode belt failed the incoming functional tests and all the ecgs and te pad were displayed red x's. Upon investigation, the belt receptacle was not plugged into the j1001 connector on the computer / analog (ca) board. The cause of the test failures is a disruption in communication between the monitor and electrode belt causing intermittent communication. The cause of the disruption in communication is the detached belt receptacle from the j1001 connector. The root cause for the detached belt receptacle cannot be positively identified. No adverse event resulted from the detached belt receptacle. The pt rec'd a replacement monitor.